Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was over-sensing noise false tachycardia episodes. The patient had no adverse consequences.